Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 800 mg/dl due to a site leak. The patient experienced frequent urination. She was at a picnic and noticed that the reservoir was completely empty of insulin. The patient treated via manual insulin injection. The customer then went home from the picnic to retrieve more insulin. Troubleshooting was declined for the high blood glucose and for the site leak. No products were returned or replaced.